Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that three days earlier they inserted the infusion set without removing the protective plastic, which resulted in hyperglycemia with bg levels of 300 mg/dl. Following this, the user experienced a decrease in bg to 56 mg/dl. The user self-treated with 15 grams of carbohydrates, soda, and ice cream. The user did not require hospitalization and no long-term health effects were reported.